Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the infusion set for 3 days. On (B)(6) 2022, the customer went the emergency room for repeat occlusions, with a blood glucose (bg) level of 800 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin which resolved the issue, and the customer was released that same day with no permanent damage. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.